Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that blood leaked in between the electrodes and the area where the spring component is was filled with blood on the catheter. This was discovered at the end of the case when the catheter was removed from the body. The catheter was not replaced during the procedure and they had no issues using the catheter. The customer¿s reported issue of blood in the catheter is not MDR reportable since foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material travels into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4-jan-2022, the catheter was inspected by the bwi pal and found with a reddish material and a hole in the pebax with metals exposure. This finding was assessed as MDR reportable malfunction since the integrity of the device is compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and dimensional analysis of the returned device. Visual analysis of the returned sample revealed there was a reddish material and a hole in the pebax with metals exposed. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no internal action was found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. Based on the findings above noted, the customer complaint was confirmed. The event's assignment of root cause remains inconclusive based on the information available for review. However, there are clinical and procedural factors that may have contributed rather than the design or manufacture of the device; there is evidence that documented specifications and procedures manufactured the device.